Manufacturer narrative:
The customer¿s report of a leak at the connection site was not confirmed. A new unopened model mp5310-c set was received. The set was visually inspected and no issues were noted. The mating catheter hub involved in the event was not returned but a catheter of the same model was received for testing. Functional and pressure testing with the same model mating catheter resulted in no leaks. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when flushing an extension set with saline while connected to the catheter hub the tubing was noted to be leaking at the connection site. They tried disconnecting and retightening however the set continued to leak. The set was replaced without incident. There was no patient harm.

Manufacturer narrative:
.